Manufacturer narrative:
(B)(4)

Event description:
An aneurx stent graft was implanted for the endovascular treatment of an abdominal aortic aneurysm on an unknown date. An aneurx limb was implanted on (B)(6) 2010. It was reported that the patient presented emergently with a ruptured abdominal aortic aneurysm. CT scan revealed migration with a proximal type I endoleak. The patient was transferred to another hospital for treatment. The patient had inadequate anatomy to treat with endovascular approach and the physician proceeded with open conversion. Per the physician the cause of the event is unknown. The following day the patient expired and the physician indicated the cause due to a cardiogenic shock and renal failure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.